Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. It was reported that less than three (3) months after the procedure, the patient died from a massive heart attack. No further information is available at this time.